Manufacturer narrative:
The driver was returned for inspection. The fracture seen on the device was consistent with being over torqued. The torque limiting handle used during the case was requested back, however this was never received for inspection and calibration verification. A model was run of the driver, and it was determined that the torque required to shear the 2025-130 driver to be 223 in/lbs. This is 153% higher than the 88 in/lbs upper limit of the torque handle. The set screw and rod connector were not returned for inspection, but rather disgarded after the case. Lot information was not recorded, so a historical review of the devices was unable to be conducted. The root cause of the failure was unable to be determined without the return of the devices. The fracture seen in the driver indicates that it was used contrary to intended use by being used without the torque limiting handle. This would have caused excess stress on the set screw, allowing it to break as well. This is being considered an isolated incident due to misuse of the devices.

Event description:
On an end to end rod connector, the final tightener snapped off inside the set screw. On the same connector, a set screw broke in half. The connector had to be drilled out with an anspach drill. The patient was not harmed. There was no adverse event reported, but a delay of 60 minutes. All items were retrieved from the patient, and other devices were implanted instead.